Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was replaced due to normal battery depletion. There was no patient injury reported. The patient outcome was reported as recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot# v136592, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v132495, implanted: (B)(6) 2008,product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that there were therapy impedances > 2000 ohms, but it was stated that the patient was getting therapeutic benefit and monopolar impedances were less than 2000 ohms. Longevity calculation was performed to estimate implantable neurostimulator (ins) battery life. The longevity was 4.25 years with the settings of 3.6v, 210us for pulse width, 130hz, 2000 ohms, bipolar configuration with one anode and one cathode, and 24 hours per day usage. With the same settings and 3.8v, the estimated longevity was 2.25 years. It was stated that the ins was at 3.64v. Patient's other ins on the left side had reached the end of service (eos). Longevity estimate for this side was 20 months based on the settings of 3.7v, 210us, 130hz, one anode one cathode, and 1160 ohms. This ins was implanted for 25 months ago and this would be normal/expected battery depletion at these settings. It was stated that the replacement of right ins during replacement of the left one was being considered. It was also stated that the patient would be getting left ins replaced and patient's hcp (healthcare professional) would likely replace both devices at the same time. Eleven days later it was reported that patient's therapy impedances were not out of normal range. He had a bilateral battery change four days prior to the report. It was clarified that the original report was for obtaining eos predictions for patient's inss and not for reporting any issue. It was also reported that there were no open circuits on the patient's systems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.